Event description:
Dr. Removed the 8 french sheath and inserted the #7 vasoseal. In the process of deploying the vasoseal the white plastic sheath disconnected and was retained in the pt's subcutaneous tissue. Hemostasis was obtained with direct pressure. Dr. Was consulted for further management and removal of the plastic sheath.